Event description:
It was reported that: pt is reporting a lot of pain and hearing clicking noises. Pt declined to give further information pertaining to implant. Pt is requesting reimbursement and has retained an attorney.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device information has not been provided. Information received from the pt indicated that reported device may be either rejuvenate or abgii. No further information is available at this time. Should additional information become available, the evaluation summary will be submitted in a supplemental report.